Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported 2 sensors (serial numbers unknown), both sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported issues with 2 of adc freestyle libre sensors. The customer reported receiving a ¿no sensor detected" error message during a sensor scan. The customer further reported observing blood immediately after inserting another sensor. There was no report of self-treatment or third-party intervention as there were no further details provided. There was no report of death or permanent injury associated with this event.